Manufacturer narrative:
The event was reported via a voluntary user report (medwatch (B)(4)). No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post deployment of a vena cava filter, a filter limb allegedly detached. Approximately seven years post discovery of the alleged filter limb detachment, the filter and detached filter limb were captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for the detached filter limb. Based upon the available information the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post deployment of a vena cava filter, a filter limb allegedly detached. Approximately seven years post discovery of the alleged filter limb detachment, the filter and detached filter limb were captured and retrieved. There was no reported patient injury.